Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the implantable cardioverter defibrillator exhibited oversensing wide qrs rhythm which resulted in inappropriate antitachycardia pacing. The inappropriate atp induced patient to experience ventricular fibrillation and a high voltage shock was unsuccessful in converting the rhythm. The device then exhibited undersensing which resulted in an inappropriate return to sinus. The patient continued to experience vf for the next hour while the device continued to exhibit undersensing without delivering therapy. On (B)(6) 2018, the patient deceased.